Event description:
The account is alleging that they had an incident in which a bed sheet was caught in the siderail latch and the siderail failed to latch properly. They are reporting that a patient fell out of the bed.

Manufacturer narrative:
The field technician made two trips and three follow-up calls to the account resulting in no response from risk management. The technician was not able to perform an investigation. Totalcare bed system user manual (l model and older) and totalcare bed system and totalcare duo 2 system (m model and newer) state: ensure that all siderails are fully latched when in the raised position. Failure to do either of these could result in serious injury or death. While raising the siderails, a click will be heard when it latches into the locked position.